Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the distal stent edge was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.